Event description:
The customer observed (B)(6) results while using the architect anti-hcv assay. The customer indicated that they tested (B)(6) patients which had tested around (B)(6) and they retested on the architect instrument around (B)(6). No exact data or total number of patients was provided with this information. No adverse impact to patient management has been reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 14629li00, no out of specification results were generated. Lot 14629li00 contains the same material as the lot in question, 14630li00, therefore, the lots are considered equivalent and acceptable to use in the evaluation. During this evaluation, a shift down of the positive control results was generated. Tracking and trending identified many complaints which observed decreasing values for the positive control. A low pc value may indicate a change in the sensitivity of the assay. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined the architect anti-hcv assay, list number 6c37-25, lot number 14630li00 is meeting its performance claims. However, an expanded investigation will be completed to determine if there is a correlation between the customer's issue of (B)(6) results and the shift down of the positive control. Based on the available information a product deficiency of the architect anti-hcv reagent list number 06c37, lot number 14630li00, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Sensitivity testing data was reviewed as part of the additional investigation. We have determined that architect anti-hcv reagent lot number 14630li00, identified in the complaint, is performing acceptably related to the complaint issue. Although there is an atypical complaint activity for lot number 14630li00 for shift of positive control down, there is no atypical complaint activity for sensitivity issues. Assay sensitivity was found to be within the product requirements. Based on the available information no malfunction and no product deficiency of the architect anti-hcv reagent list number 06c37, lot number 14630li00, was identified.